Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for post-lumbar laminectomy syndrome. It was reported that the patient had their device explanted. It was noted that the patient was re-implanted with a different manufacturer¿s device. The patient did not recall when the explant occurred. No contributing factors were known.